Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, the machine was evaluated on-site by a qualified technician. The machine was inspected and disassembled to clean components. Simulated dialysis testing was performed and the reported excessive dehydration persisted. The ultrafiltration (uf) unit was tested on two (2) machines, and the results were not within specification. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be related to the uf unit failure, and the part was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with ak96 machine, the patient experienced chest tightness, palpitations, leg cramps and the blood pressure was measured at 96/63 mmhg. It was further reported that the ultrafiltration (uf) rate was set to 1.9l; however, it was determined that the actual fluid loss was 4.1kg, showing a 2.2 kg excessive uf. The patient received 500 ml of normal saline and 40ml of 50% glucose (intravenously). The patient's blood pressure gradually recovered to 122/82 mmhg. The patient was transferred to the emergency room for observation. No additional information is available.